Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic, pacer dependent patient presented in clinic after a merlin.net transmission showed pacing inhibition due to noise. The patient was working on the electrical wires of a sprinkler system at the time of the incident. Programming changes were recommended and the device remains implanted.